Event description:
It was reported that as the surgeon inserted and removed a cc4204a collamer plate lens, due to a posterior capsule tear. A vitrectomy was performed and an acl was implanted. No incision enlargement or sutures.

Manufacturer narrative:
Eval results - visual inspection of the returned product showed the lens was stuck inside the vial, and there was a dark residue on it. A work order search was performed and there were no similar complaints found. (B)(4).